Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, customer does not enter in blood glucose levels into the pump to deliver boluses. Troubleshooting was performed and pump appears to be functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.